Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, after inserting a new sensor the transmitter said connection lost, sensor no contact. There was no report of any injury or medical intervention. No additional event or patient information is available.